Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 53, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed software error detected. The patient's blood glucose at the time of incident is unknown. During troubleshooting it was confirmed that the alarm occurred during basal delivery. The insuliin pump was not returned for analysis.